Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade unknown.

Event description:
Patient additionally reported left side "enlarged lymph nodes from the rupture."

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, g.3, h.6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "bilateral rupture and lymph nodes" and bilateral exchange from textured to smooth breast implants due to concern with the product. Device remains implanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red and yellow particles on the surface of the shell, crease fold, wear abrasion, a piece of the shell is missing. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. A piece of the shell is missing assessed as inconclusive. Additional, changed, and/or corrected data: a.6, b.5, b.6, d.6b, d.9, g.2, h.3, h.6.

Event description:
Device has been explanted.